Event description:
Pt was complaining of trach discomfort and sob. Pilot balloon was checked, and it appeared to not be holding air. There was also an audible leak noted from the stoma. Ventilator was also not holding adequate volumes. Emergency trach change was done according to hospital policy, and pt tolerated procedure well, fully recovering post procedure. Tracheostomy tube was recovered, and a leak was detected upon testing.